Event description:
It was reported that the patient was not getting an adequate pain relief despite multiple reprogramming's done. The patient underwent a spinal cord stimulator (scs) system explant procedure. The explanted scs system was not returned as it was not released from the hospital.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(4), batch: (B)(4).